Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. Unable to verify the low reservoir or low battery alarms or perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current tests due to no button response. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.